Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported by the nurse that generator did not work when opened. Generator was not used for implant and pt was implanted with another generator. No further info was received. Good faith attempts to obtain additional info and product has been unsuccessful. The cause of problem was unknown.